Event description:
A case report was done to propose a simple and novel technique to address anterior chamber (ac) bubbles in safe, expedited manner after flap creation in femtosecond laser-assisted keratomileusis (lasik) surgery. A (B)(6) year-old caucasian man with myopia underwent femtosecond laser flap creation of the left eye using the ifs femtosecond intralase laser (abbott medical optics). Anterior chamber cavitation bubbles were noted during flap creation, and the excimer laser (wave- light ex500 alcon laboratories) was unable to complete iris registration and pupil tracking on 3 occasions. As treatment, fine needle aspiration was performed to remove the ac bubbles. No further information available.

Manufacturer narrative:
Patient weight: unknown, information not provided. Accepted date used for date of event accepted (B)(6) 2021. Model number: unknown, information not provided. Catalog number : a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Establishment name: unknown/not provided. Telephone number: unknown, information not provided. Device manufacture date: unknown. Device evaluation: the product testing could not be performed. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.